Event description:
Blood glucose measured 322 mg/dl back to back with a result of 130 mg/dl when performed within 5 mins of each other. No actions taken and no treatment received as a result. A request was made for the return of the suspect device and replacement product was sent.